Manufacturer narrative:
During follow-up, the patient said the gel product like the ultram16c catheter is not as easy to insert since it didn't have enough lubricant and not as large compared to his preferred product (another hydrophilic catheter brand). The difference between the lubricants of the two products is the ultram16c is coated with a water based gel lubricant while his preferred product is coated with a hydrophilic coating.

Event description:
Intermittent catheter patient (user) said there was not enough lubricant on ultram16c catheters and they also gave him a urinary tract infection (uti). During follow-up, the patient said he was prescribed an antibiotic, took the full course, but the infection was not resolved so he had to take another course of antibiotics that he was still taking.